Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed sodium results on the architect analyzer. The following data was provided: sid (B)(6): initial 116.1, repeats 132.0, 133.2. There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to adequately address ict module maintenance, component replacement and troubleshooting. The issue was resolved by replacing the ict module ln 09d28-04, serial number(B)(6). Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.